Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 1 of 3 MDR's filed for the same event (reference 1825034-2016-01415 / 01416 and 3002806535-2016-00209). The revision procedure on (B)(6) 2015 is reported on medwatch number 1825034-2016-01417. Remains implanted.

Event description:
It was reported a patient underwent an initial right hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to femoral fracture. The same day, it was reported the patient developed an infection. The patient was treated with antibiotics. The infection was reported to be resolved on (B)(6) 2015.